Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported zosyn was programmed to infuse at 12.5ml/hr. Clinician noted infusion was dripping faster than usual. After dosage calculation, it was noted to be dripping at approximately 42ml/min and was "minutes from ending when it should have had about 50% medication left". The channel was changed and still dripping fast. Pump changed and correct drip rate was then established. There was patient involvement however no patient harm.

Event description:
It was reported zosyn was programmed to infuse at 12.5ml/hr. Clinician noted infusion was dripping faster than usual. After dosage calculation, it was noted to be dripping at approximately 42ml/min and was "minutes from ending when it should have had about 50% medication left". The channel was changed and still dripping fast. Pump changed and correct drip rate was then established. There was patient involvement however no patient harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an over infusion: zosyn was not determined because no products or device logs were returned.